Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, vyaire medical has requested for the adc screen and blower check. Results of investigation: vyaire medical determined root cause as due to defective inspiration valve nt. Performed an inspiration valve test and passed.

Event description:
The customer reported bellavista 1000 having the following multiple alarms, 401- "inspiration valve or device leaky, 300 "device in failsafe", 545 - "astepinspvalve value out range- failsafe" and 316- "blower failure" prior patient use. Furthermore, there was no patient associated with the event.